Event description:
It was reported that during the procedure, the wire was passed into the proximal circumflex and the doctor cannot advance or remove the wire. No ffr value was ever obtained. After many attempts and a lot of manipulation and "major force, the doctor was able to pass a secondary non-volcano wire. He then passed a balloon and inflated it. With major force, the volcano guidewire was pulled back with no fragments left behind in the patient and the wire was retrieved in one piece. However, the vessel appeared to have a dissection.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device was returned and investigated in accordance with volcano policy. Visual and microscopic inspections were performed and it was observed that the wire was kinked at multiple locations. The pressure sensor and dome were intact. A stretched coil distal to the sensor was observed. The hypotube - proximal coil joint was damaged (at about 30cm from the distal end) with the proximal coil detached from the hypotube housing thread and a section of the proximal coil protruding. The torque device was not returned. The hypotube and proximal coil were separated by breakage of the adhesive and then unwinding of the coil which could have been caused by the excessive force applied by the user as mentioned in the case. However, we could not conclusively determine when the observed damage occurred. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.